Manufacturer narrative:
A replacement procedure was scheduled. At this time, the device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock, however the episode could not be retrieved via the programmer. Detailed data analysis revealed the device had detected an anomaly which was self corrected after episode completion. Unexpected intervals were noted which lead to five inappropriate shocks resulting in the reset. The device appeared to be operating appropriately following the reset however the root cause was unable to be determined and device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock, however the episode could not be retreived via the programmer. Detailed data analysis revealed the device had detected an anomaly which was self corrected after episode completion. Unexpected intervals were noted which lead to five inappropriate shocks resulting in the reset. The device appeared to be operating appropriately following the reset however the root cause was unable to be determined and device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A replacement procedure was scheduled. At this time, the device remains in service. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. An attempted to review the stored vf was unsuccessful, confirming the clinical observation. A vf episode was introduced to the device which was successfully stored and able to be viewed. Laboratory analysis confirmed the clinical observation, however the root cause of the corrupted data was unable to be determined. An additional review was later completed. Although the cause of the memory inconsistency was not able to be determined through laboratory testing it was likely the result of a single event upset caused by high energy particles in the environment.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating the device explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. An attempt to review the stored vf was unsuccessful, confirming the clinical observation. A vf episode was introduced to the device which was successfully stored and able to be viewed. Laboratory analysus confirmed the reported clinical observation, however the root cause of the corrupted data was unable to be determined.